Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump history was missing data. There was no reported impact to blood glucose. Although requested, additional information was not provided.